Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged visualization of particles in the air path. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for investigation. During the evaluation of the device, the manufacturer visually inspected the device and found no evidence of foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 logged errors. No parts were replaced as the device was scrapped by the manufacturer. The manufacturer was unable to confirm the customer's complaint. The manufacturer confirmed there was no evidence of sound abatement foam degradation.